Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s daughter) reported that ¿2 months ago¿ on an unspecified date, the test would not start on her father¿s adc blood glucose meter after a sample was applied to the test strip. Caller reported ¿about 2 weeks ago¿ her father ¿was urinating a lot, feeling hot and thirsty¿. The customer was unable to check his blood sugar due to the meter not working, and went to his doctor¿s clinic on an unspecified date the customer¿s blood glucose was measured at the clinic and the reading was reported as ¿over 300 mg/dl¿. The customer was diagnosed with hyperglycemia and treated with an injection of insulin (humulin), and victoza (liraglutide). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported products were returned and investigated. During control solution testing it was determined that the control solution results were unsatisfactory as the test did not start after control solution application. Returned meter was tested with retained test strips and control solution results were unsatisfactory as the test did not start after control solution application. Returned test strips were tested with a retained meter and the control solution results were all within range specification and no errors were observed during control solution testing. The returned meter was sent for further investigation. Meter was de-cased and upon visual inspection, a raised port pin was observed.

Event description:
A caller (customer¿s daughter) reported that ¿2 months ago¿ on an unspecified date, the test would not start on her father¿s adc blood glucose meter after a sample was applied to the test strip. Caller reported ¿about 2 weeks ago¿ her father ¿was urinating a lot, feeling hot and thirsty¿. The customer was unable to check his blood sugar due to the meter not working, and went to his doctor¿s clinic on an unspecified date the customer¿s blood glucose was measured at the clinic and the reading was reported as ¿over 300 mg/dl¿. The customer was diagnosed with hyperglycemia and treated with an injection of insulin (humulin), and victoza (liraglutide). There was no report of death or permanent injury associated with this event.